Event description:
During a joint fusion of the first metatarsal, the synthes drill bit broke off in the pt's right great toe. Part of the drill bit was not able to be retrieved. Additionally, the screw head broke off from a depuy cannulated screw and could not be retreived from the pt.